Event description:
The account alleges that the bed exit alarm did not give an audible alarm when the pt exited the bed. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.